Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the screw thread of the vasoview 7xb dissection tip broke into 4 pieces during the insertion. Only three pieces of the fragments were recovered by the surgeon, and one 2mm x 2mm piece remained inside the pt body. The procedure was completed by opening a new kit. The product is not being returned as part of it remained in the pt and the rest is being retained by the hospital. The hospital did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)